Event description:
Initial surgery 2004. Pre-op diagnosis-progressive infantile iliopathic scoliosis. Procedure-posterior lateral lumbar fusion t3-l2 with instrumentation (stryker xia system with intergro putty and pro osteon 500r). Patient developed infection 4 days postop. Infection treated with antibiotics-gentamycin, vancomycin, cipro. Irrigation and debridement performed three days later-all intergro dbm and pro osteon 500r was removed at that time.